Event description:
It was reported that during an unknown procedure that ¿release tabs frozen¿. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent 8/19/2025. D4 batch #z70062. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that b5lt device was returned with no damage in the external components. In addition, the packaging opened was returned along with the instrument. Upon evaluation of the device had difficulties to latch the obturator into the universal seal. The obturator was disassembled, the obturator latch was found to be incorrect not allowing to latch properly to the universal seal. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z70062 number, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.